Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr0589 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when PICC connected with IV set, the blood return was found back to IV set bag. The groshong valve was suspected not closed. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of bleedback is inconclusive due to unknown and unreproducible clinical conditions. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on and within the returned sample. The sample was flushed and pressurized with a 12 ml syringe of water and no leaks were found. The sample was found to be patent to infusion and aspiration; however, blood residue within the catheter was observed to become dislodged during infusion. The catheter was filled with water and held vertically with the valve below the luer hub, and no leaks were observed from the valve of the catheter. A microscopic observation revealed blood residue in one corner of the valve. The valve was measured and found to be within specification. After infusion, a relatively large amount of use residue was found within the valve of the catheter, preventing the valve from closing completely. While the valve of the returned sample was found to be within specification and the alleged failure could not be replicated, it is possible that the valve of the catheter was obstructed due to biological residue buildup or possibly due to the position of the catheter tip. However, these clinical conditions were not able to be reproduced; therefore, this complaint could not be confirmed. A lot history review (lhr) of redr0589 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when PICC connected with IV set, the blood return was found back to IV set bag. The groshong valve was suspected not closed. No other information was provided.